Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered the insulin pump to suspend. The customer indicated that the sensor glucose was 54 mg/dl and blood glucose was 159 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. The product will not be returned.